Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: no were injuries originally provided. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method and results code for manufacturing evaluation. Code conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  [missing records: records prior to (B)(6) 2015 including operative report for liver transplantation were not included.] (B)(6) 2015: (B)(6) hospital in (B)(6). (B)(6) md. Operative report. First assistant: (B)(6). Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Preoperative procedure: laparoscopic ventral incisional hernia repair with mesh. Procedure: laparoscopic ventral incisional hernia repair with 22 cm x 33 cm gore polytetrafluorethylene dualmesh. Description of procedure: assistant: (B)(6) rn. Anesthesia: general. Estimated blood loss: less than 20 ml. Preoperative antibiotics: given intravenously. Indications for procedure: the patient presented with a history of a large subcostal incision from liver transplantation. He developed an incisional hernia along the incision. The risks, benefits, and alternatives to laparoscopic repair with mesh were discussed with the patient in detail. He agreed to proceed with the planned operation. Description of procedure: ¿the patient was brought to the operating suite and placed in the supine position under general anesthesia. A foley catheter was placed, prepped and draped in the usual sterile fashion including an ioban steri-drape across the abdomen. A veress needle was used to insufflate the abdomen under the left costal margin. A 5-mm optiview trocar used to enter the abdominal cavity. Two additional 5-mm trocars were placed. The patient¿s incision was inspected. There was no evidence of any adhesions to the incision. Spinal needles were then used to mark out the extent of the hernia defect, which was 23 cm horizontally and 12 cm vertically. We fashioned a 33-cm x 22-cm gore ptfe dualmesh, placing a 0 gore-tex on each of the four sides in which the followup stitch was brought in 5 cm from the edge of the mesh to allow underlap up under the costal margin. The mesh was then brought into the abdomen through a 12-mm trocar, which was placed in the middle of the incision so it would be later covered by the mesh. The mesh was unrolled. Intra-abdominal grasper was used to measure a 5-cm overlap in all directions from the fascial defect and sutures brought up through the anterior abdominal wall. The mesh was then tacked circumferentially using spiral tacks, care taken not to place tacks above the costal margin. The mesh covered the defect very well, with extra mesh laying up on top of the liver under the costal margin. Additional transabdominal fixation sutures were then placed every 4 to 6 cm circumferentially around the mesh. There was no evidence of bleeding from tack or suture sites. Sponge and needle counts were correct. The trocars were removed under direct visualization with no evidence of bleeding from trocar sites. Sponge and needle counts were correct. The skin infiltrated with a total of 20 ml of diluted exparel long-acting bupivacaine, the skin closed with 4-0 monocryl suture and dermabond skin adhesive. The patient was awakened and taken to the recovery room in stable condition.¿ (B)(6)2015: (B)(6). Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc08. Lot batch code: 13161675. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc08/13161675) was implanted during the procedure. [Missing records: records between (B)(6) 2015 and (B)(6) 2018 were not provided.] (B)(6) 2018: (B)(6) healthcare. (B)(6) do. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: same. Procedure: ventral incisional herniorrhaphy. Anesthesia type: local with endotracheal general. Indications/medical necessity: 63-year-old male status post liver transplant and previous laparoscopic hernia repair stents with 2 bulging areas on his abdomen at the subxiphoid epigastric region and on the lateral torsion of the right subcostal incision. Description of procedure: ¿consent being obtained, the patient was taken to the operative suite and placed in the supine position. The abdomen is prepped and draped in the usual fashion. Previous right subcostal incision is anesthetized with marcaine and incised with scalpel. The dissection is deepened through skin and subcutaneous tissues with cautery dissection for hemostasis. The fascia is incised to enter the peritoneal cavity. The previously placed mesh which is attached with tacks has migrated medially and this is mobilized off of the bowel and off of the fascia. The hernia defect is exposed and freshened by excising scar tissue from the edge of the hernia defect with scissor dissection. I was able to straighten the mesh out and reattach it to the anterior fascia using interrupted #1 prolene sutures. The defect was then reapproximated with 0 vicryl suture in interrupted fashion. The wounds irrigated and the skin closed with staples. Attention was then turned to the subxiphoid region where vertical incision is anesthetized and reopened vertically with the scalpel. Again the dissection is carried down to the subcutaneous tissues with cautery for hemostasis. There is no fascial layer only mesh exposed here and it is bulging up quite a bit. Again I mobilized the mesh off of the anterior abdominal wall bluntly. I then incised the mesh and mobilized it off of the bowel. The rectus muscle has retracted laterally and I undermined the subcutaneous tissue back to the rectus fascia and mobilized it by undermining laterally. It is somewhat of a thin rectus layer. The mesh was quite redundant in this area so I excised in elliptical section of it and brought the edges tightened together with a running #1 prolene suture. The fascia is then reapproximated with interrupted 0 vicryl sutures which are also tacked to the mesh. The subcutaneous cutaneous tissues are irrigated and the skin closed with staples. He tolerated the procedure well and was transported to recovery area after application of sterile dressing and abdominal binder.¿ complications: none apparent. Estimated blood loss: 10 mls. Postoperative condition: stable. (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the 05/07/18 procedure was not provided.] Records span (B)(6) 2015 to (B)(6) 2018. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.